Event description:
It was reported that although a new mdl version was downloaded to a pump, the next day the pump was operating on the previous mdl version.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. If the device is identified and returned, an evaluation will be performed and a supplemental report will be submitted.